Event description:
The following has been reported: biomed reported: (B)(6). Deep cleaned mechanisms. Service needed alert. Ship to depot for repair. Received at depot confirmed pump problem error wait for log review. Preliminary investigation: pneumatic valve leak failure (valve 1) pump will be repaired by (B)(6). No pump return. Pump problem pneumatic start up fail replaced full pneumatics system still pump problem logs reviewed at (B)(6) repair depot indicate a preliminary investigation: sensor hardware failure (vr encoder) replace frm board service kit pump placed in bring up mode and sent to the test line pass all stations of the test line front housing - final acceptance provisioned pump to 08 server sent to heratherm loaded into heratherm @ 18:30 06/01/2026. Pulled from heratherm @ 06:30 06/02/2026. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety - passed. Provision pump to (B)(6). Return to service. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.